Event description:
It was reported that the customer's blood glucose level was low (47 mg/dl). Customer initially believed that the pump calculated the correction bolus incorrectly; however, during troubleshooting with tandem technical support, customer acknowledge and understood that the pump calculation was correct. Customer consumed carbs to correct blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.